Event description:
A patient underwent initial evar in 2005. In 2009, the patient came to the hospital with back pain thought to be a contained rupture. The patient has some slight angle at the neck. It was noted that images revealed what looked to be another manufacturer's stent also at the neck of the graft. There was difficulty in seeing any leak at the proximal neck, but there was filling at the sack. The physician placed a renu converter and limb, and occluded the other side with a zip plug. Embolization coils were also placed around the plug to help occlude and prevent any retro flow. No leaks were observed at the end of the case at the proximal end, but some flow to the sack from the right internal iliac was present. The physician waited to see if they thrombosed and then proceeded to place the fem-fem. The patient is fine at this time with no other issues.

Manufacturer narrative:
Event evaluation: still under investigation.